Event description:
It was reported that at device change-out for normal eri, externalized conductors between the rv and svc coils were observed via fluoroscopy. All electrical measurements were normal. The defib portion was capped per patient's request to downgrade to pacemaker. The sense/pace portion remains active. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.